Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ IV catheter 20ga 1.88in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after opening the packaging, the needle core and sleeve were inspected and transparent foreign objects were found.

Event description:
It was reported while using bd insyte¿ IV catheter 20ga 1.88in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: after opening the packaging, the needle core and sleeve were inspected and transparent foreign objects were found.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A physical sample is needed to identify the composition of the foreign matter particulate. Device history record of packaged needle (pn) batch 2209616 catalogue number 381237 was reviewed.